Event description:
It was reported that the intellivue patient monitor mx450 failed to alarm for a "ECG leads off" alarm. The device was in clinical use at the time of the reported event. The death of a patient was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
Related patient information center ix case - MFR report number: 1218950-2022-00997. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue patient monitor mx450 failed to alarm for a "ECG leads off" alarm. The device was in clinical use at the time of the reported event. The death of a patient was reported. The reported event of death was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. There is no allegation that the device cause or contributed to the death; rather it was simply in use at the time of death. In addition, information received indicates the alleged alarm failure was related to the central station and not the monitor.

Event description:
It was reported that the intellivue patient monitor mx450 failed to alarm for a "ECG leads off" alarm. The device was in clinical use at the time of the reported event. The death of a patient was reported. Philips requested further relevant information (like the equipment error logs), but the customer did not pass the information on. A fse went onsite to simulate the reported issue and the device performed as expected. No faults found. Based on available information, the reported issue could not be confirmed. The exact cause for the reported issue could not be established.